Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4: exact part number for reamer head is unknown. It was reported the reamer head would have been from the range of article numbers 03.404.016s - 03.404.032s. (17 sizes). H9: 008812560-10/26/2020-001-c. H11: corrected data: b4/g4: alert date reported on initial report as august 22, 2020 but should have been august 21, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
PMA/510k: this report is for an unk - reamers: reamer head/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that during a surgery, there was three broken ria 2 reamer head cases are reported. It was unknown if the surgery completed successfully. The patient outcome was unknown. This complaint involves three (3) devices. This report is for (1) unk - reamers: reamer head. This is report 1 of 1 (B)(4). Related product complaint: (B)(4).